Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure, performed in 2009. According to the complainant, during the procedure, the device broke/failed. It was noted, no components were left in the patient. The physician completed the procedure with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.